Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the v60 ventilator failed the electrical safety testing. The device was not in clinical use. There was no report of harm. The device did not meet specification for intended use and was removed from service. The pse evaluated the device and reported the device failed the electrical safety test; the permitted limits were exceeded. The pse recommended the power cord be replaced. A service proposal was provided to the customer for acceptance. Investigation is ongoing

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The asp evaluated the device and reported the device failed the electrical safety test; the permitted limits were exceeded. The asp recommended the power cord be replaced. A service proposal was provided to the customer for acceptance. The asp replaced the power cord once customer approval and parts were received. The software has been updated to the latest version for better equipment performance. Following the test & verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.